Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was placing a 7.5mm screw with a 4.75mm driver and the threads on the driver became stripped. The surgeon used a different screwdriver, solera 4.75 longitude driver, to place the screw. The surgeon completed the minimal access spinal technologies (mast) transforaminal lumbar interbody fusion (tlif) with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not made available from the site. Follow-up by a medtronic representative finds the suspect screwdriver stripped when placing the last screw in the spine procedure. Suspect device has not yet been returned to manufacturer for evaluation.